Event description:
According to the reporter: the clips did not form normally, the 'twist formation' occurred. The malformed clips damaged the vessel. There was blood loss but the amount of the blood loss is unk. The problem was resolved by suture. Operative time was not extended over thirty minutes.

Manufacturer narrative:
(B)(4).